Manufacturer narrative:
The reported events of insulation damage, low pacing impedance, high threshold and failure to sense were confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Visual inspection of the lead found clavicle crush damaging the outer and inner insulation and the outer coil flattened distal to the suture sleeve tied down impression. Electrical testing performed found an internal shorting due to rib clavicle rush damage. The cause of the reported events was isolated to a clavicle crush damage.

Event description:
During an in-clinic follow-up, low pacing impedance, inadequate capture and failure to sense were detected on the right atrial (ra) lead. The suspected cause of the event is insulation damage on the ra lead. There was an attempted revision on ra lead, however due to patient anatomy, a thrombus, it was not possible to continue. An additional procedure was performed and the ra lead was explanted and replaced to resolve the event. The patient is recovering.